Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting nurse due to meter results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 04-sep-2025 to ensure the replacement products resolved the initial concern. Able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 95, 100, 96 and 91 mg/dl. The customer¿s expected blood glucose test result ranges are 80-85 mg/dl am fasting and 120-130 mg/dl non-fasting 1-hour post-meal. The customer feels well and did not report any symptoms. Customer stated that due to the low results she had contacted the nurse on the day of the call. Nurse had inquired if customer had tested the meter using control solution, customer had stated she did not, and nurse had advised customer to contact the manufacturer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 12/19/2026 and open vial date was not provided. The customer did have another vial of test strips of the same lot number that had been stored and handled correctly. During the call, a back-to-back blood test was not performed by the customer. The meter memory was reviewed for previous test result history: result 1: 95 mg/dl date: (B)(6) time: 10:26a non-fasting (1-hour post meal). Result 2: 95 mg/dl date: (B)(6) time: 8:57a fasting am. Result 3: 100 mg/dl date: (B)(6) time: 4:00p non-fasting (1-hour post meal). Result 4: 96 mg/dl date: (B)(6) time: 3:59p non-fasting (1-hour post meal). Result 5: 91 mg/dl date: (B)(6) time :9:03a fasting am.